Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following an intraocular lens implantation, the patient had a feeling of 'smudge' in her vision which bothers her at both distance and near. The iol was exchanged for a monofocal lens approximately 6 months following the initial implant procedure to match her right eye. Additional information was requested.